Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's battery will not hold a charge. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
.

Event description:
It was reported to philips that the device's battery will not hold a charge. Further information was provided that "sometimes after charging, the module falls rapidly even though there has been no discharge" and "the device does not charge up to the specified joule." There was no reported patient or user involvement and no adverse patient/user impact.